Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy due to the right ventricular lead oversensing t waves. The patient has a do not resuscitate (dnr) order for an unrelated end-stage terminal illness and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.